Event description:
On an unreported date, a break in aseptic technique occurred further described as the patient made a mistake/touch contamination, did not wear a mask, and did not clean the exchange area before starting peritoneal dialysis (pd) therapy. The patient acquired peritonitis and was hospitalized on the same day for the event. Treatment was not reported. Three days later, the patient was discharged from the hospital. The patient is recovered from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.